Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully retracted.

Event description:
It was reported that prior to use, the lead helix was extended beyond the lead casing and the helix would not fully retract into lead. The lead was not used and a different lead was selected for use. There was no patient involvement.